Event description:
It was reported that the implantable cardioverter defibrillator exhibited high impedance. The device was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of high voltage lead impedance high could not be replicated in the laboratory. Inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.